Event description:
The rptr stated that she had received the er1 message, once each, while testing with blood and with control solution. She reported that she had retested and gotten a number reading.